Event description:
A zoll distributor returned belt sn (B)(4) indicating that the ECG electrode were non-functional

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the ECG electrode fall-off test. The cause of the non-functional electrodes is broken solder joint at the pulse wire connection inside the distribution node (dn). The cause of the test failure is the broken solder connection. The root cause of the broken solder connection at the pulse wires was due to excessive fore place on the cables. No adverse event resulted from the defective electrode belt.